Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00957. It was reported during a trial lead implant procedure, a cerebrospinal fluid (csf) leak occurred. On (B)(6) 2017, the patient reported a headache which improved when lying down. Patient advised to increase fluid intake and drink caffeine if needed. Patient to follow-up with physician at a later date as the next course of action. The patient is part of the (B)(6) clinical study.

Event description:
Device 1 of 2, reference MFR report: 3008829311-2017-00957.